Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17377838m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, it was reported that a (B)(6) male patient underwent a pulmonary vein isolation ablation procedure with a thermocool smarttouch bi-directional navigation catheter for a for a symptomatic persistent atrial fibrillation and suffered a respiratory infection requiring medication. On post-procedure day 3, the patient was diagnosed with pneumonia. Medication (unspecified) was administered. On post-procedure day 9, issue resolved without sequelae. Medical history includes hypertension, left ventricular hypertrophy, and dyslipidemia. Principal investigator assessed this event to be mild in severity, not serious, not investigational device-related (carto finder software), and possibly index-procedure related. There is no information about the hospitalization. It was also noted that there was a not reportable issue with the catheter not cooling as expected secondary to occlusions in 2 of the 6 irrigation holes. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.